Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was attempted to be used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2025. During the procedure, the wire broke while being pulled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.